Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be most likely due to motor assembly or electronic control unit failure due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a veterinary tibial plateau leveling osteotomy (tplo) surgery, it was observed that the small battery drive device sometimes did not have power when trigger was pulled and other times it worked. There was no delay in the surgical procedure. The surgery was completed by ¿tweaking¿ the device. The reporter clarified that this was a veterinary case; and that there was no human patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The reporter stated that the event occurred in (B)(6) 2014; however, the exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.